Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Concurrent conditions included fibroids, uterine bleeding, palpitations, chest pain, plantar fasciitis, painful hips, respiratory infection, rosacea, coughing, hashimoto's thyroiditis, abnormal weight gain, hirsutism, dyspnea, fatigue, facial rash and pelvic pain. Concomitant products included cefazolin and hyoscine (scopolamine). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding b/w periods),"), anaemia ("anemia"), genital haemorrhage ("gen. Abnormal. Bleed,"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary problems"), fatigue ("fatigue,") and alopecia ("hair loss"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, menorrhagia, metrorrhagia, anaemia, genital haemorrhage, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered alopecia, anaemia, back pain, bladder disorder, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and urinary tract disorder to be related to essure. The reporter commented: date of implant:(B)(6) 2012(discrepancy noted) plaintiff received treatment for back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, gen. Abnormal. Bleed. . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Concurrent conditions included fibroids, uterine bleeding, palpitations, chest pain, plantar fasciitis, painful hips, respiratory infection, rosacea, coughing, hashimoto's thyroiditis, abnormal weight gain, hirsutism, dyspnea, fatigue, facial rash and pelvic pain. Concomitant products included cefazolin and hyoscine (scopolamine). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding b/w periods),"), anaemia ("anemia"), genital haemorrhage ("gen. Abnorm. Bleed,"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary problems"), fatigue ("fatigue,") and alopecia ("hair loss"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, menorrhagia, metrorrhagia, anaemia, genital haemorrhage, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered alopecia, anaemia, back pain, bladder disorder, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and urinary tract disorder to be related to essure. The reporter commented: date of implant:(B)(6) 2012(discrepancy noted) plaintiff received treatment for back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, gen. Abnorm. Bleed . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: medical record received. Case became serious incident as removal was done. Reporters information, concomitant drugs and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.